Manufacturer narrative:
During analysis, the reported error could not be replicated. Additionally, the reported error could not be confirmed on merlin.net logs. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.